Manufacturer narrative:
The customer reported a complaint that "during a training exercise, the autopulse platform (sn (B)(4)) intermittently stopped and shut off after performing a few compressions" was confirmed based on the archive data review but was not reproduced during the functional testing. The autopulse platform passed the testing and functioned as intended. The archive data indicated that the autopulse platform stopped and shut off three times due to user advisory (ua) 17 (max motor on time exceeded during active operation) error. The take-up target in the archive data indicated that a hard to compress object was used on the autopulse platform during the reported training exercise and resulted in the ua 17 error message. Upon visual inspection, unrelated to the reported complaint, the zoll service personnel noticed a broken handle on the top cover, a broken screw well area on the front enclosure, bottom enclosure, and battery compartment, a bent battery lock, a broken component on the processor board. The observed physical damages appeared to be the characteristics of the harsh impact caused by user mishandling, such as a drop. The damaged parts were replaced. In addition, unrelated to the reported complaint, the power distribution board (pdb) revision was old and replaced with a newer version pdb. The autopulse platform was manufactured in 2007 and is 14 years old, well past the expected service life of 5 years. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since 2009. The archive data indicated three ua17 errors around the reported event date using battery sn (B)(4), thus confirming the reported complaint. The battery remaining capacity indicated no device malfunction on the battery. The autopulse platform passed the initial functional testing without any fault or error. The customer reported problem was not reproduced during the functional testing. Upon further testing, the zoll service personnel observed an lcd with no backlight unrelated to the reported complaint. The root cause for the backlight issue was a defective lcd, likely attributed to the device's aging or user mishandling, as indicated by the extensive physical damages on the autopulse platform. The lcd was replaced to address the observed backlight issue. In addition, the brake gap was cleaned and adjusted as a precautionary preventive measure for the ua17 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error.

Event description:
The autopulse platform (sn (B)(4)) intermittently stopped and shut off during a training exercise after performing a few compressions. The customer tried to troubleshoot by replacing multiple autopulse li-ion batteries and swapping lifebands; however, the issue persists. No patient involvement.